Manufacturer narrative:
Customer and the company representative were unable to duplicate the reported problem, however, the customer found that display cable needed to be reseated into video receiver pcb socket and dc/ac inverter cable needed to be reseated into dc/ac inverter pcb socket. Next traded the display monitor (s/n (B)(4)) and keyboard ass'y with another display monitor (s/n (B)(4)) and keyboard ass'y from iabp (s/n (B)(4)). Checked and recorded helium tank gauge (reads 668 psi). Checked pneumatic performance service diag's. Performed functional tests and verified balloon pump meets factory specification. Performed electrical safety tests. Iabp functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient the ccl stated that one (1) column of yellow pixels appeared on display. Biomedical engineering could not reproduce the symptom.